Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation. (B)(4).

Event description:
Arjohuntleigh received a complaint where it was indicated that during transferring the patient from bed to chair with the active lift: sara plus, the resident's right leg buckled. It was stated that the patient lost her right leg stability and as a consequence her right feet moved to the left side of the foot plate platform. No slip out of the foot plate platform or sling occurred. The hoist was put through a function test by the arjohuntleigh representative that visited the customer site. The device was in full working order.